Event description:
During the night, the ventilator turned off by itself and then restarted shortly thereafter. Respiratory therapist assessing ventilator just as ventilator malfunctioned for the third time. Connections were tightened. Problem was thought to be resolved until the early morning when again, the ventilator turned off by itself several times. Initially the problem was noted when the manual breath button was pressed, but now this occurred both after the manual breath button was used and when vent was not being touched at all. The patient was bagged during each episode. Respiratory therapist changed out ventilator and the ventilator was sent to biomed for evaluation.